Event description:
Customer's finger became entrapped in the instrument when pt reached under the guard to retrieve a tube. Warning label on the guard had been removed when a new guard was fitted to the instrument after the old guard cracked. No work time was lost due to the injury.